Event description:
It was reported that a power injectable microbore non-dehp catheter extension set with neutral lad experienced a disconnection of its one-link. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.